Event description:
The customer reported that the insulin pump did not alarm no delivery. The blood glucose reading was 98mg/dl. Troubleshooting was performed. Advised to run a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed. The caller stated that the cannula was bent, but the insulin pump did not alarm as it should do, and she went to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.